Event description:
Premature infant required intubation following delivery. Unable to remove stylet after endotracheal tube placed. Plastic coating on stylet started to roll up as practitioner attempted to remove it from the endotracheal tube; tube/stylet removed and pt was reintubated. The stylet was discarded. I am providing the stylet lot numbers -2- that were available for use at the time of the incident.